Event description:
The customer reported via phone call that the connection between the infusion set and reservoir was too loose. The customer stated that when she connected the infusion set to the reservoir, it would not lock and she was able to turn it. The customer's blood glucose was 106 mg/dl. The customer was advised to line up the indentations on the reservoir and infusion set, and they should lock into place. She noted that she did not have to line up the indentations before to get it to work. She stated that she would monitor the device and call back if the issue recurred.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.